Manufacturer narrative:
The part is not available. A physio-control customer quality engineer identified that this unit is approximately 11 years old which exceeds the 8 year service life indicated in the product manual. This may have contributed to the reported issue, however it could not be confirmed. The cause of the reported issue was isolated to the system pcb assembly.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. The device can no longer be repaired.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.